Manufacturer narrative:
Investigation completed 09/14/2017. The device in question was returned, however, the lot number was not provided. The complaint was confirmed, as the skull pins returned from the account were fragmented into multiple pieces. The pins were reviewed locally and a cause for the breakage could not be determined. The pins were returned to the manufacturer who analyzed the tips and could not determine the root cause or failure mode. A recommendation would be to follow the IFU and limit the side load to the radiolucent tip as this can lead to the tip fracture.

Event description:
It was reported that two a2020 (mayfield radiolucent skull pins) were broken after the surgery when pins were removed from the patient¿s head. The broken pieces were inside the patient¿s skin. There was no patient injury or death alleged. There was no surgical delay or medical intervention reported. Additional information request was sent and on 27jun2017, the customer reported the following: on (B)(6) 2017, a (B)(6) male was undergoing a cranial procedure. Skull clamp lot number (w1606179), along with a2020 mayfield radiolucent skull pins was applied. The patient was positioned and the position did not change during surgery. After surgery, the patient was sent to the ICU, where they discovered broken pins remains in the patient¿s skull. No stereotaxy device was used. The event did not lead to a medical intervention, and the patient was reported as to not having an injury. The action that was taken after the product problem occurred was that the broken pin pieces were removed. Patient outcome was reported as good.

Manufacturer narrative:
Investigation completed 07/14/2017. A two year look back from (B)(6) 2015 to (B)(6) 2017 for this reported failure and or related to "cracked" for this product family shows that four additional complaints were received. No new design or manufacturing trends have been identified. The complaint was partially confirmed, based upon the picture that was provided. The product was not returned, however, with the picture provided by the customer the skull pin is broken at the distal end of the sharp, appearing with a ¿chip¿ missing. However, this cannot be verified as integra produced, and root cause cannot be fully completed to determine the reason for failure.